Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported during the tka procedure while impacting the femur, the bumper broke in half. Not pieces were left inside the patient. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device (bumper) "broke in half" while impacting the femur during the tka procedure. Reportedly, the procedure was completed without delay using a s+n backup device, no pieces were left inside the patient, and no patient injury or other complications were reported. Based on the information provided and since no patient injury/impact or surgical delay was alleged, no further medical assessment is warranted at this time. A visual inspection confirmed the jrny ii cr lkg fem imp bumper lt is broken half. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.case-2020-00027632-1